Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the scope. A further cause of the leakage could not be presumed. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the colonovideoscope had no insufflation to inflate the colon during the procedure. This was found at maintenance and the procedure was completed with a similar device. No reports of patient harm. During the evaluation the following reportable malfunction was found due to inadequate cleaning, foreign debris was found protruding from the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was confirmed. In addition to the reported malfunction documented in b5, the additional evaluation findings are as follows: the down angle, the water flow, the water removal and the electrical safety test were not to specification; the air channel and water channel were blocked, and the automated air leak test failed. Further information was provided by the customer. The device was cleaned and disinfected before it was sent in for repair. According to the customer, in general, they were trained by olympus for processing practice in accordance with instruction for use. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.